Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the incision was not large enough for the inserter and the surgeon requested for the lens to be reloaded. Upon reload the scrub noticed the trailing haptic was kinked. The incision was enlarged but it is unknown if any sutures were required. A back up lens was implanted with no issues. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the current information the exact root cause of the event cannot be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.